Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 38 mg/dl at the time of the incident and was treated with food. The customer¿s other blood glucose level was 132 mg/dl. The customer reported the sensor did not warn them for the dropping blood glucose. The customer experienced low blood glucose for just that day. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was in automode at the time of the incident. The customer does not allege that the insulin pump was over delivering. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.